Event description:
It was reported that at a routine follow-up, the pulse generator was interrogated and a diagnostics anomaly was noted. The diagnostics were cleared and normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.